Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump intermittently stopped charging when plugged into a power source unless the customer did not move the pump at all using a non-tandem usb cable and car charging port. The customer's blood glucose (bg) level was 123 mg/dl. The customer indicated that a replacement usb cable and wall adapter would be used. Multiple contact attempts were made by tandem technical support to determine if the issue persisted with a separate charging cable; however, no additional information could be obtained.